Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s exact age at time of event and birthdate are not available for reporting. Patient age was reported only as late 50¿s. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hip surgery on (B)(6) 2017 using trochanteric fixation nail--advanced (tfna) system implants, the helical blade would not go through the nail due to a tooth in the blade/screw guide. The surgeon continued to try to insert the helical blade for twenty (20) minutes and was going to use an alternate nail when he realized that the tooth in drill sleeve was bent and blocking drill bit from getting through. He placed the nail back, unused, and straightened out the bent tooth and was able to get the drill bit to work. There was no patient harm reported. There was a 20-minute surgical delay due to the reported event. The patient status was reportedly stable. Concomitant medical products: nail (part # 04.037.261s, lot # unknown, quantity one [1]). This report is 1 of 1 for (B)(4).